Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency treatment procedure was completed as planned. A philips field service engineer (fse) visited the site and found that the zero positioning of the propeller movement was lost and caused the loss of movements of the stand. Analysis of the log file confirmed an issue regarding the zero positioning calibration data. The fse solved the issue by adjusting the zero position and then adjusted the currents accordingly. After the performed actions, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's stand movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.